Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that en-route to the hospital with a post arrest patient, the paramedics attempted to perform a synchronized cardioversion with the device. Upon delivery of the shock, the patient appeared to have received the shock but the monitor stated "place pads firmly, no shock delivered". The crew replaced the pads and attempted to cardiovert again. The same message appeared. No negative patient impact was reported.